Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for th failure was isolated to corrosion inside of ECG "c" on components v1, r7, r11, v2, c3, u1, v3, and c4. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to communicate with a monitor.